Event description:
Handpiece lost cutting power seconds into the procedure. All troubleshooting attempts failed, needed to use another kit.

Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a (B)(4) complaint rate; DHR review does not indicate a mfg error; (B)(4) complaints from this facility during a 4 month timespan - uncertain of number of cases performed, may their normal reporting trend, the complaints are spread out evenly over the time period; without an evaluation there is no determination of malfunction cause - refer to CAPA (B)(4) initiated october 2012 to investigate the numerous stopped working issues ((B)(4) was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage)